Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: as we have received the complaint, it is simply a product complaint without injury to persons. The product is used by a user who is familiar with product use. No further details will be given. Was there any adverse consequence associated with the patient? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported by the customer that the needle has fallen off / broken during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/12/2023. Additional information was requested, the following was obtained: our failure analysis lab received the additional products with reference to this complaint, the following product was received: product code: eh7177. Product lot #: qembrz & rbmkku. The product were sent in by mistake. No complaint for these additional received products. Products can be discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that three empty opened overwrap, three empty labeled winding former, and three detached needles that pertain to the product code eh7177h, lot rpmele were returned for analysis. As per the visual inspection of the needles, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. No suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. A functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one opened box with eight packets that pertain to the product code eh7177h, lot rpmele was returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage, attachment area, and tip needle were noted to be as expected. No breakage needle was observed on the needles. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. A functional test was performed on the needle by resistance and using an instron equipment, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following additional information was requested: our failure analysis lab received the additional products with reference to this complaint, the following product was received: product code: eh7177; product lot #: qembrz & rbmkku. 1. Could you please clarify if additional device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure for all three lots; qembrz, rbmkku, and rpmele? 1b. Did a device malfunction occur for only rpmele? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.